Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. The failure analysis confirmed the customer reported complaint "tip has been broken". The instrument was found to have both ears of the distal clevis broken. The broken piece was not returned. The instrument grips were broken and were not returned. This failure is most commonly caused by overloading at the instrument tip.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tip of the cadiere forceps broke during tissue retraction. The customer used a backup instrument of the same kind to continue. The procedure was completed with no reported injury.